Manufacturer narrative:
Date sent to the FDA: 2/25/2016, it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy with suprapubic tube placement and hysteroscopy with dilatation and attempted endometrial ablation due to sui with hypermobility and retention. It was reported that patient underwent mesh revision and removal of gore-tex suture due to infected gore-tex sling on (B)(6) 2007. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. No additional information was provided.